Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055. The device was received for evaluation; the event was confirmed during testing. Evaluation found the foot of the device was broken. The device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the duraguard foot was found to be broken, which can cause damage to the dura. There was no patient involvement; no patient impact.